Event description:
It was reported that during scheduled preventative maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic connector for the cardiosave intra-aortic balloon pump (iabp) was observed to be broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm replaced the fiber optic sensor extension assembly then completed pm service. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during scheduled preventative maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic connector for the cardiosave intra-aortic balloon pump (iabp) was observed to be broken. There was no patient involvement, and no adverse event reported.